Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited air/water tube, air/water cylinder, inside light guide lens and distal end had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was a stain (foreign material) in the light guide lens that adhere to the site, not on the external surface. Therefore, the material could not be removed during reprocessing. It is likely that the light guide lens stain was due to physical stress, such as bumping the distal end section of the endoscope or dropping the distal end section, or chemical stress of used chemical solution may have resulted in peeling off of glue around the light guide lens, leading to intrusion of moisture into the light guide lens causing corrosion. The foreign material on the air/water cylinder, air/water tube and distal end could not be identified and a root cause was not determined for why the foreign material remained. The event can be detected/prevented by following the instructions for use which state: instructions for tjf-q190v operation manual chapter 3, ¿preparation and inspection¿ describes how to detect it. Instructions for tjf-q190v reprocessing manual chapter 5, ¿reprocessing the endoscope (and related reprocessing accessories)¿ describes how to prevent them olympus will continue to monitor field performance for this device.